Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone# :(B)(6). Initial reporter zip code : (B)(6). Investigation summary : exec summary - no samples (including photos) were returned therefore bd was not able to duplicate or confirm the customer¿s indicated failure and the root cause is undetermined. A review of the complaint lot history check was performed and this is the 1st related complaint for inability to detach as intended (inner shield) on this lot #. No non-conformances were raised in association with this type of event for this lot concluding all inspections were performed as per the applicable operations and met qc specifications. CAPA/sa - based on the above no additional investigation and no corrective or preventative action (CAPA) or situational analysis (sa) are required at this time. DHR review - a lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that 3 bd ultra-fine¿ nano¿ pen needles were difficult to operate. The following information was provided by the initial reporter : the customer reported that 3 needles had problems after removing the green shield from the needle there was some resistance and then pressure was applied and the pen removed from the skin, the needle was bent. This happened with 3 needles of the informed lot but before performing the injection the patient did not check if the needle was already bent before insertion into the skin.